Event description:
The event description indicates a dissection attributed to the 0.014 guidewire used during the tcar procedure. Event date: 2025-4-24. Device/procedure outcome: original device used, procedure completed, device remains in service patient outcome: f2301: additional device required, f1901: additional surgery.

Manufacturer narrative:
Complaint investigation underway.

Manufacturer narrative:
Complaint investigation is completed.

Event description:
The event description indicates a dissection attributed to the 0.014 guidewire used during the tcar procedure. Event date: (B)(6) 2025. Device/procedure outcome: original device used, procedure completed, device remains in service patient outcome: f2301: additional device required, f1901: additional surgery.